Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing drive support sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. It was reported that the customer went to change the infusion set on the way to work and during the priming insulin shots out insulin pump alarmed compromised force sensor system. The customer stated that the drive support cap was flush. The customer was advised that the pump needs to be replaced. The insulin pump was returned for analysis.